Manufacturer narrative:
(B)(4). Explant date - 2016. It was indicated by the customer that the product would not be returned to zimmer biomet for investigation as the device was discarded. The product was not evaluated and the reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Device was discarded.

Event description:
It is reported that the patient underwent left knee arthroplasty revision due to loosening of the femoral stem post-operatively. A longer stem was implanted. Attempts have been made and no additional information is available.